Event description:
It was reported that a home patient was connected to the patient line prior to priming. This event occurred on the homechoice device during setup. The technical service representative had the care giver turn off the homechoice device and close all of the clamps including the transfer set. The technical service representative instructed the care giver to disconnect in an aseptic way and to start with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a home patient was connected to the patient line prior to priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.